Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Additional information: section h imdrf annex codes correction: section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model, concomitant med prod data and section h device manufacture date upon investigation of the actual device used in this incident, a field service engineer (fse) confirmed that there were no issues with the device, and the refrigerator door opened and tested in hardware test application (hta), and no further investigation was required. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported when using the bd pyxis¿ es refrigerator was locked and was unable to open. The customer reported that the malfunction resulted delay in dispensing medication to the patient. However, there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the fridge was locked and was unable to open. The customer reported that the malfunction resulted delay in dispensing medication to the patient. However, there were no adverse events or injuries reported based on this incident.